Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and dizziness for the last 8-12 month. There was no report of serious patient harm or injury. The patient. Reported to have had blood tests done. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided about this case. Repeated attempts to have the remstar auto a-flex device and its components returned for further evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The complaint will be processed for closure. If additional information becomes available to the manufacturer at a later date, a follow-up report will be filed. Sections g1 and h6 have been updated in this report.